Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device condition was identified prior to any patient involvement. Evaluation summary: (B) (4) it was noted that vf detection was on while device was in the shipping box. The device accumulated 1,748 seconds of charge time. This resulted in battery depletion.

Event description:
It was reported that prior to implant, the device was interrogated and the battery was at eos (end of service). The delivery of many shocks was also noted. It was further reported that the charge circuit was inactive. The device was not used. The device was returned in the unopened shipping container.